Event description:
It was reported to medtronic minimed that the customer reported the insulin pump middle button on the pump was sticky and unresponsive. The customer was also reporting scratches on the lcd screen that affect the visibility at times. Troubleshooting was not performed. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer reported a keypad anomaly and/or stuck button alarm. The customer reported pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. No harm requiring medical intervention was reported. No product return was required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self-test. Pump received with an intermittently responsive keypad at the left button. Pump was cut open to perform visual inspection and found corroded keypad traces at the left button. No stuck key alarms noted during testing, however, a stuck key (61)alarm was not found in the history file on event date. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had minor scratched lcd window, cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and cracked retainer. Stuck button alarm not found in the history file and intermittently unresponsive left keypad button was observed during analysis and confirmed due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.